Event description:
It was reported that the user experienced multiple insulin occlusion alerts and an ¿unable to proceed¿ alert on an ilet system using an inset infusion set, with blood glucose elevated to 243 mg/dl; troubleshooting showed insulin reaching the connector but not the tubing until the tubing was replaced, after which drops were observed and a full supply change was completed. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting, and replacement supplies were shipped.

Manufacturer narrative:
Investigation included technical troubleshooting with a dry run, infusion set replacement, and full supply change. Investigation of this case revealed an occlusion or flow restriction localized to the infusion set or tubing that resolved after replacing the tubing and supplies. It was concluded that hyperglycemia occurred secondary to interrupted insulin delivery with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.